Manufacturer narrative:
The returned valve was patent. The valve met the requirements for siphon, and reflux testing. However, the valve did not meet requirements for pressure-flow, and preimplantation testing. Proteinaceous debris was observed in the interior and on the exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open affecting the flow of fluid through the valve. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ the device also did not meet the requirements for leak testing due to multiple tears in the top of the reservoir. It is unknown how or when this damage occurred. The instructions for use (IFU) caution that ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting, or crushing of components.¿ the IFU also caution that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance.¿ all valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the device did not seem to be draining correctly. The device was explanted. Following the explant, the patient was doing good.